Event description:
As reported via the edwards' clinical specialist, the rf3 delivery system balloon ruptured during prepping. While moving balloon back and forth through the balloon sizing gauge, the balloon ruptured. The balloon was lubricated with heparinized saline flush and contained approximately 16 mls of contrast solution.

Manufacturer narrative:
As reported via the edwards clinical specialist, the rf3 delivery system balloon ruptured during prepping. While moving balloon back and forth through the balloon sizing gauge the balloon ruptured. The balloon was lubricated with heparinized flush and contained approximately 16 mls of contrast solution. The rf3 delivery system was returned to edwards lifesciences in used condition. Upon visual inspection a longitudinal tear was observed along the length of the balloon. In addition the returned balloon component was noted to have severe creases along the length of the balloon. No defects such as scratches, fish eyes, or gel spots were noticed along the balloon tear line. The device was then dimensionally analyzed. It was found that the single and double wall thickness in the proximal and middle sections did not meet specifications. The values were noted to higher than the specifications. These higher values were most likely due to the severe creases on the wall creating an extra thickness on the balloon surface. The condition of the returned sample may have caused the measurements to be biased high. The balloon component is 100% visually inspected for defects, burst pressure tested, and 100% dimensional inspected per the operating procedures prior to distribution. There were no instances of high scrap counts related to wall thickness and no negative trends were identified in pv data. None of these work orders revealed issues that could have contributed to a manufacturing non-conformance related to this complaint. The device history files showed that one balloon sample burst during balloon sizing preparation. An engineering non-conformance for the observed balloon burst was generated on this lot. According to this non-conformance, the root cause for the balloon burst was determined to be severe rough edges located on the inner diameter of the balloon gauge of an old crimper. As a corrective action, the crimper was replaced with a newer model for testing and technician re-training was completed. In this case, the crimper was not returned for testing despite follow up attempts by edwards lifesciences. In addition, the lot number is not available for device history review. Review of complaint history for (B)(4) 2011 to (B)(4) 2012 for retroflex 3 delivery systems revealed 4 balloon burst complaints during valve deployment and 1 balloon burst complaint during prepping. For the complaints where the product was returned for evaluation, the device did not reveal any manufacturing non-conformances. The complaint history review revealed one balloon bust complaint from the same lot as the delivery system for this reported case. However, it was noted that the patient had a heavily calcified native aortic valve. Therefore, the balloon burst was likely caused by a puncture from a calcium deposit. There is no confirmed manufacturing non-conformance or an inadequacy in the labeling/IFU which could have resulted in the complaint. Therefore, no corrective action is necessary. The instructions for use and the training manuals for the retroflex 3 delivery system highlight the necessary steps for device preparation. Conclusion: the complaint was confirmed, but due to the condition of the returned sample and unavailability of the crimper, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. The evaluation of the returned device, complaint history and DHR review did not reveal a definitive root cause. It is likely that either damage in the field or over-pressurization of the balloon during sizing caused the reported burst. Due to the severe creases in the balloon, an accurate measurement of the wall thickness could not be conducted. No further actions can be performed at this time. No corrective and preventative actions are required.

Manufacturer narrative:
Device is pending return and evaluation. Investigation is on-going.